Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a black solid foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken and there were no reported deviations from the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation; the bending rubber cover wass pierced and leaking, the charge-coupled device cover lens was chipped, and the universal cord had wrinkles. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. The reported event (air/water flow problem) was confirmed during testing. There was no air/water flow due to the clogged nozzle. In addition, angulation was reduced due to elongation of the angle wires, and the adhesive on the bending section was damaged due to deterioration caused by physical and/or chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a problem with the air/water flow. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.